Event description:
It was reported by the patient that the device was replaced at 6 years and originally was told it would last 10 years. Patient was told by physician that he needs to drink more water to keep from being dehydrated to prevent further health issues. State of device is unknown. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.